Event description:
The initial reporter stated they received discrepant results for two patient samples tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c (701) module. The initial results were reported outside of the laboratory and questioned by a clinician since the values did not match patient history. The samples were repeated on a second analyzer. The first sample initially resulted in a phosphate value of 149 mg/l and repeated as 73 mg/l on (B)(6)2022. The second sample initially resulted in a phosphate value of 113 mg/l on (B)(6)2022 and repeated as 37 mg/l on (B)(6)2022. Two phosphate reagent lots were used on (B)(6)2022, lots 635749 and 647257. It is not known which lot was in use during the initial measurement of the first sample. On (B)(6)2022, reagent lot 647257 was in use. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined that the gear pump pressure was too low. The pump head was exchanged and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.